Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with the sensor. Customer's blood glucose was 116 mg/dl. They had inserted the sensor earlier and it was going through the initiation. However, before the customer could input a meter blood glucose the insulin pump was looking for the sensor signal. Customer attempted to connect it back but the insulin pump would not connect. Customer then removed the sensor and noticed the cannula was missing. Customer was advised the sensor needed to be replaced. The sensor is not returning for analysis.